Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation; however, three photographs of the actual device was returned for evaluation. Visual inspection of the photographs found that the female luer port of the blue stopcock on the sampling system had been broken at its base. The broken port was seen in the original package. Visual inspection did not find any anomaly, such as a break. The locational relationship between the sampling system and the cushion materials of the package when the product is packed in the unit box was checked. It was found that the female luer ports on the sampling system do not come into contact with the cushion materials. From this, it is most unlikely that the female luer port may have come into contact with the cushion material and broken off. A factory-retained sampling system was exposed to shock force. As the result, the female luer port became fractured at its base. The state of the damage was found to be similar to that of the actual sample. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The retention sample from the involved product code/lot# combination was verified to be the normal product with no break on the sampling system. It is likely that the sampling system of the actual sample may have been exposed to intensive shock force which exceeded the strength limit of this product code. However, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record and product release decision control sheet of the involved product code/lot number combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the perfusionist recalled that the involved capiox manifold inside the pouch with accessories was broken when received (out of box). The perfusionist had another manifold as backup. The event occurred pre-treatment and there was no patient involved.